Manufacturer narrative:
Device identifier: (B)(4). The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned unit was found to work as intended, and met all acceptance criteria. Possible root causes for drill fails to disengage are: product cannot withstand multiple sterilizations and uses, impact introduction of drill to skull causes scoring on the pin, inadequate spring, drill used for multiple holes and chatter/deformation of pin/slot interface occurs, drill set incorrectly, or incorrect specification for surface finish for inner drill, outer drill and pin.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator failed to disengage. No surgical delay reported. It is unknown if there was patient injury.